Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose level was 170 mg/dl at the time of incident. The customer state that the troubleshooting was performed for the blank display and the display did not returned. The contact on the battery cap was neither damaged nor corroded. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted. The insulin pump passed the self test and displacement test and failed the active and sleep current measurement test with high current due to corroded battery tube and moisture damage on the vibrator harness assembly.